Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customers blood glucose level was approximately 430-440 mg/dl. A replacement pump was sent to the customer to resolve the issue.